Manufacturer narrative:
(B)(4). Carefusion technical support advised the customer that the problem could be one of the following: either the air inlet fitting is no good, and/or it is not making a good connection; or it could be the gas delivery engine (gde). The customer was advised to ohm it out, and call back if the problem is not resolved. As of 5/21/2015, the customer has not called back regarding this particular issue.

Event description:
Customer reported a unit that is alarming "invalid gas ID" while on a pt. Pt was taken off of the ventilator, and placed on another ventilator. No pt harm reported. Customer was unable to duplicate the problem.